Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 104) has been confirmed. Additionally, upon investigation the monitor was resetting. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the service code and the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 104 (sd card fault).